Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a unknown size unknown saline implants smooth (mentor smooth round 2000 moderate plus 325cc) and experienced breast implant deflation on her left side postoperatively diagnosed after physical exam. The patient underwent bilateral explantation and replacement with mentor saline devices on (B)(6) 2021.

Manufacturer narrative:
On august 19, 2021, the mentor failure analysis lab received the device for evaluation. Paperwork received with the device indicated that the date of replacement surgery was (B)(6) 2021, which was confirmed on (B)(6), 2021. Hence, all d6b fields have been updated to july 19, 2021 on this form. On august 23, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. During the visual analysis of the returned sample sm mpps dv 300cc an area of shell abrasion on the anterior view was observed. Leak testing was performed, according to mentor procedure, and it identified that the breast implant had a tear within the shell abrasion measuring approximately less than 0.1 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of continuous and sustained stresses to the device. A second product was received (lot-5609425). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 1, 2021, mentor became aware regarding the device information. Hence, the following fields have been updated on this form: - field d1 for brand name has been updated to "mentor smooth round moderate plus profile" - field d4 for catalog number has been updated to "3502300". - field d4 for lot number has been updated to "6006298". - field d4 for unique identifier( UDI) has been updated to "(B)(4)". A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).